Manufacturer narrative:
(B)(4). Medwatch #mw5074072. The medwatch inidcates no adverse event.

Event description:
According to the medwatch (mw5074072) "sheath broke away from cap. Had to be retrieved in ir (interventional radiology)." Serious injury was documented on the medwatch however there is only mention of the intervention, but not any specific serious injury. There is no other information provided or customer contact information.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
According to the medwatch (mw5074072) "sheath broke away from cap. Had to be retrieved in ir (interventional radiology)." Serious injury was documented on the medwatch however there is only mention of the intervention, but not any specific serious injury. There is no other information provided or customer contact information.

Event description:
According to the medwatch (mw5074072) "sheath broke away from cap. Had to be retrieved in ir (interventional radiology)." Serious injury was documented on the medwatch however there is only mention of the intervention, but not any specific serious injury. There is no other information provided or customer contact information.

Manufacturer narrative:
(B)(4). Corrected data: section b.4.-date of this report corrected to 09-jan-2018.